Manufacturer narrative:
Information reported suggests, there was reuse of the device beyond labeled specifications of twenty-nine days.

Event description:
The caller reported that the tube was placed in the pt about a month ago. The snaphead separated from the tube nd the pt was brought to the hospital on (B) (6) 2010 where a non-routine replacement of the tube was performed. The caller stated that at this facility, they replace pt's tracheostomy tubes every three months.